Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 595 mg/dl. Prior to the hospitalization, the customer had skin graphs a month prior to the incident and a surgery a week before the incident. The customer originally treated her blood glucose with insulin pump boluses, but the customer's blood glucose was not decreasing significantly. The customer was treated and held at the hospital for four days. The insulin pump may have been exposed to a high magnetic field or an MRI while the customer was undergoing skin graphs or surgery. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.